Event description:
It was reported that, "tip broke while implantation of the trident hemispherical cup cover. There were no complications to the patient."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.